Event description:
The device was returned to the manufacturer for repair. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis found that the upper/lower cases, two side bail covers, ring cover, lead flex cover and battery drawer were broken. The two side bails and ring were bent. The encoder flex was found to be out of mechanical specification.